Manufacturer narrative:
Section a1: patient privacy laws prohibit the release of patient information without patient consent. Patient initials should have been redacted from the prior report. Manufacturer's investigation conclusion: the report of a hard connection at the black power connector was not able to be confirmed. The returned system controller serial number (B)(6) was in unremarkable condition. Visual inspection of the power cable connectors did not reveal any deformed pins and the connectors nuts thread appeared unremarkable. The system controller was connected to several different test power module patient cables and 14v battery clips during analysis without any resistance. The system controller was functionally tested and passed all test steps. Guidelines for power cable connectors and the proper alignment when connecting and disconnecting are addressed in both the heartmate 3 patient handbook and heartmate 3 instructions for use (guidelines for power cable connectors. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a hard connection at the black connector of the system controller on (B)(6) 2021. The controller was replaced and the new controller had a software upgrade.